Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse found that one of the four gold presence pins was broken off and the fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint and performed failure analysis. The usm was tested on an in-house system in normal mode where it confirmed and replicated damage on axes controller carriage interface (acci) pins. The usm was tested on a psc fixture test platform (pftp) where it failed carriage switches. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm4 was damaged. The clinical sales representative (csr) contacted the technical support engineer (tse) from offsite after the case to report that arm 4 radio frequency identifier (rfid) reader portion of the arm was broken. The tse reviewed the logs and found no errors for arm 4. The customer finished the case using the other three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and no additional information was received.